Event description:
It was reported that the customer experienced difficulty charging the pump. There was no reported impact to the customer's blood glucose level. Customer declined to provide further information or undergo troubleshooting for the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. Customer declined troubleshooting with tandem technical support.